Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified minor signs of usage but no evidence of any significant wear, damage, or deformation. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the patient had discomfort and the implant was removed. The doctor noted that this case was inherited.